Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health authority reported that a patient had corneal edema with blurred vision in an eye following an intraocular lens (iol) implant procedure. The patient was treated with topical antibiotics, hormones, hypertonic sugar, cornea-nutrient and lowering intraocular-pressure eye drops. The patient's condition improved after treatment and the previous treatment continues. The lens remains implanted.